Event description:
Use of the dobbhoff nasogastric feeding tube with stylet 8fr 43" long was attempted two separate times using two different dobbhoff tubes. In both instances the guidewire could not be removed after the tube was inserted. This required both tubes to be removed. After the second insertion attempt, a feeding tube from a different manufacturer was successfully inserted. Unfortunately, the packaging was not saved.